Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product and provided pictures identified that the cuff hoses were discolored. Functional testing determined the cuff was leaking air where the pvc tubing connects to the right angle connectors on the right side port of the cuff. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number:(B)(4).

Event description:
It was reported that during the surgery, the air leakage was found on this complaint product from the start of use. No adverse events have been reported as a result of this malfunction.